Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the lid opened during a normal operation, broken rotor pieces escaped the centrifuge on their customer's statspin vt unit, and a pieces of roto debris struck an operator to the right side of the nose under the eye but the operator did not seek medical intervention as a result of this event. There is indication that the rotor was being used within its useful life. According to the distributor, its customer elected not to return the unit for further evaluation.